Event description:
The hearing perception with the device was affected. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. In addition, a migration of the housing from its intended position over time was reported. Furthermore, in situ measurements show one channel in high impedance status due to undetermined reasons. Fitting data indicate that further electrodes are switched of for the same reason. To determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Further medical intervention is considered.

Event description:
The hearing perception with the device is affected. Further medical intervention is considered.